Event description:
There is no update to the original complaint description provided.

Manufacturer narrative:
One certain gold-tite hexed screw (iunihg) was returned for investigation. Visual evaluation of the as returned product identified that the screw was fractured across the base of the hex head. Functional testing could not be performed since the device was fractured. Pre-existing conditions were unknown due to limited information provided by customer. However, device was placed on tooth site #14 (universal) for approximately 1 year and 9 months. Review of appropriate documentation: per the applicable IFU, it is stated that improper technique can lead to device failure. Additionally, breakage may occur when device is loaded beyond its functional capability. DHR review: iunihg DHR review was completed for the subject lot number 1198154. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: iunihg a complaint history review for the subject lot number 1198154 was completed by searching keyword fracture screw in the category through etq 9-23 complaint history review and no other similar complaints identified. Post market trend review: april post market trending was reviewed and there were no actionable events or corrective actions for the reported events or products. Therefore, based on the available information, device malfunction did occur and the reported events were confirmed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the implant crown had fallen out of the patient's mouth. When the patient presented in the office, it was determined that the patient's screw had fractured near the gingival area where the implant crown attached to the implant. Patient will return for additional appointments. Fractured screw has been removed from the implant. Tooth #14.